Event description:
Patient reports having trouble with this pen needle. States it isn't working right, not dosing insulin correctly. He called the manufacturer and they provided phone # for callback ((B)(4)). Symptoms: product quality issue.